Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopic procedure, the suture anchor, ar-1928sf-45, broke upon insertion. The case was completed by using another suture anchor. Further information requested.